Event description:
Additional information indicates the lead was explanted.

Manufacturer narrative:
A patient experienced ineffective stimulation on one lead was reported to abbott. Diagnostics indicated autoreducing due to high impedances. As a result, the lead was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-13560. It was reported the patient experienced ineffective stimulation of one lead. Diagnostics indicated autoreducing due to high impedances. In turn, MRI mode could not be enabled. Surgical intervention may be pending.